Event description:
This device was returned with oos documentation from biotronik representative. Per oos, the patient's device could not be interrogated using three different programmers. Even though, the device appeared to be functioning. Patient had two sessions of electromagnetic chiropractic therapy and chiropractic office confirmed that the therapeutic device contained a strong magnet. The office also provided a signed patient consent form stating that the patient did not have a pacemaker. Device was fully functional prior to therapy. The device was removed, and replaced with a cylos dr.